Manufacturer narrative:
The MFR has been notified of the reported complaint.

Event description:
The user facility reportd the tip of the instrument broke off while grasping suture during an eye plastic procedure.